Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) tested the battery and controllers, confirmed they were working correctly. There was no issue on the anesthesia system. The fse identified the faulty outlet on the hospital side as the root cause. The system functioned as intended when the field service engineer (fse) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was randomly shutdown. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.